Manufacturer narrative:
The product has been requested back for investigation. A follow- up report will be submitted once additional information is obtained. The device manufacturer date for the reported meter is unknown. The date entered is the date of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A pharmacist reported that a customers adc freestyle lite meter "exploded". There was no report of death, serious injury, or mistreatment associated with this event.